Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid. D2 correction: updated common device name to align with the information in the corresponding fields in gudid. D3 correction: updated address to align with the information in the corresponding fields in gudid. D4 correction: model number entered. H2: updated the device identification fields to align with the information in the corresponding fields in gudid. A visual and functional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions and previously implanted stent encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the previously implanted stent during advancement, resulting in the reported failure to advance and observed material deformation (flared tip) in addition to the multiple indents in the outer member and inner member (deformation due to compressive stress). Further interaction with the previously implanted stent during retraction of the device likely caused the xience alpine stent to dislodge on the guide wire, ultimately causing the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a chronic total occlusion in the left anterior descending artery. The 2.75x18mm rx xience alpine stent delivery system (sds) was advanced however could not cross the previously implanted stent. The sds was removed however the stent had dislodged in the artery. The dislodged stent was still on the guide wire; therefore the guide catheter and guide wire were withdrawn together. The procedure was continued with a semi compliant balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.